Event description:
It was reported that a myocardial perforation occured at implant. The perforation was managed by drainage and the lead is still in use. No further patient complications have been reported as a result of this event.